Event description:
A peritoneal dialysis patient reported being hospitalized for six days due to an e coli infection. Upon follow up with the patient's nurse, it was stated that the patient was in hospital from (B)(6) till (B)(6) due to peritonitis. The organism was identified to be e.coli and the patient was treated with vancomycin and ceftazidime. Per the nurse that, patient was infected due to diverticultis which was not related to peritoneal dialysis therapy, as confirmed by the physician. The nurse confirmed that the patient had negative culture results when tested last week and doing just great and continued with peritoneal dialysis therapy without any issues. Patient started his pd therapy on (B)(6) 2017.

Manufacturer narrative:
There is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis. There is no documentation in the complaint file that shows a causal relationship between the peritonitis and the liberty select cycler or cycler set, additionally, there is no reported machine malfunction or leak related to this event. The patient had a pre-existing diverticulitis infection which is said to be the source of the peritonitis.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported being hospitalized for six days due to an e coli infection. Upon follow up with the patient's nurse, it was stated that the patient was in hospital from (B)(6) till (B)(6) due to peritonitis. The organism was identified to be e.coli and the patient was treated with vancomycin and ceftazidime. Per the nurse that, patient was infected due to diverticultis which was not related to peritoneal dialysis therapy, as confirmed by the physician. The nurse confirmed that the patient had negative culture results when tested last week and doing just great and continued with peritoneal dialysis therapy without any issues. Patient started his pd therapy on (B)(6) 2017.